Manufacturer narrative:
Device 2 of 3 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The end user reported that the three wafers seems dry brittle and when the opening molded larger from a box, it was not rebounding. Consumer was a long-time user. No photo was available at this time.